Manufacturer narrative:
Date of event is unknown. Medical records of patients (=18 years) who underwent cataract surgery between january 1, 2011, and march 31, 2014. Serial number, catalog number, expiration date, and UDI number: unknown/not provided. If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable). Lens remains implanted. Device manufacturer date: unknown as the serial number was not provided. Device evaluated by manufacturer - other: a failure analysis of the complaint device cannot be completed as product remains implanted. Also, because we do not have product identifiers device history record and trending cannot be performed. If there is any further relevant information received a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Literature title: factors associated with the development of posterior capsule opacification requiring yttrium aluminum garnet capsulotomy. Review completion date: 3/30/2021. Rapid response team comments: a retrospective comparative study was done to investigate the risk factors associated with development of clinically significant posterior capsule opacification requiring yttrium aluminum garnet (yag) capsulotomy. 300 eyes requiring yag capsulotomy up to 3 years after cataract surgery where included in the yag capsulotomy group; 300 eyes not requiring yag capsulotomy were selected via age-matched simple randomization as the control group. Thirteen (13) eyes out of the 600 included in the study were implanted with a tecnis zcb00 iol. Among the eyes implanted with the tecnis zcb00 iol, 5 eyes developed significant posterior capsule opacification requiring yag capsulotomy.